Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech isolated the issue to broken caster supports. He replaced the caster supports and the main bearing to repair the bed.